Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the b30 error, found on the device evaluation, was foreign substances attached to the electrical contact point of the scope connectors. Per the legal manufacturer, the initial reported problem of snow (poor image quality), made by the user facility, does not have the potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a b30 error was generated due to heavy dust/debris in the video connector. Upon cleaning the connector, the error disappeared. Poor image quality was observed when the suspect device was tested with olympus, model 180 scopes due to a faulty patient board set. In addition, a worn video connector latch was found, causing poor connection to the scope; replacement of the video connector was deemed necessary to resolve the poor connection.

Event description:
A user facility reported to olympus that when using "older" scopes with the device, the image produced had "snow." The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.